Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was reported that capture was unable to be confirmed on the right atrial (ra) lead and possible undersensing was noted on electrograms. It was reported that the ra lead exhibited high capture threshold. The ra lead remains in use. No further patient complications have been reported as a result of this event.